Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported that the act button on the insulin pump was hard to press at first. However, the keys were now very easy to press if they forgot to close them. The buttons could be pressed by mistake. They delivered a bolus by mistake. Customer's blood glucose level was 38 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
All buttons functioned properly. However, the act button was flat on the button dome. The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery and occlusion tests. The pump was received with a cracked reservoir tube lip.